Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04614 / 04615).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent irrigation and debridement on (B)(6) 2015 due to soft tissue issues associated with scar tissue. During the procedure, the tibial bearings were removed and replaced.